Manufacturer narrative:
Visually confirmed driver shaft broken at tab fillets. Microscopic examination of the fracture surfaces provide evidence of fatigue at the area of fracture propagation origination, subsequently followed by brittle overload, with identifiable chevrons that are an indication of overload. Fracture surface morphology and crack propagation direction suggest the fracture origin near the base of the retention fingers and propagated around bend of driver fracture; the angulation of the surface manifests a torsional component. Shaft diameter and shaft material hardness examined and found to be within print specification. The above observations are consistent with a torsional fatigue.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the upper tab of the driver broke off during final tightening of the set screw. Fragments of the driver fell into the patient; the surgeon was able to retrieve the two large pieces; however, the surgeon could not confirm that all of the debris was removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.